Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii ver.2 results for 1 patient sample on a cobas e 801 module compared to an accuraseed wako analyzer. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4).

Manufacturer narrative:
The patient sample was provided for investigation. The investigation found that an interfering factor against the idiotype structure of the ft3 iii monoclonal antibody was detected in the sample. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.